Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per the FDA request. The product sample or additional supporting materials from the account was not available for this incident. Without a physical product sample, we are unable to perform any functional or visual testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lap gastric sleeve procedure, there was problem unloading the device. The last load that was fired and could not be opened. The retention sutures had been released during firing. The black knobs could not be pulled back to open the device, so the tissue was gently pushed out of the jaw with the jaw still closed. There was no damage to the tissue. The device was given to the sales representative, who was able to open the load by pulling back on the retention knob with considerable force. They then tested the first load with the same gun and were able to fire the device. After the load was fired, they were able to continuously press the green button and fire the gun even though it had already been fired. The I beam and blade moved freely despite the previous firing of the staples which indicated to them that the safety lockout was not working as it should. When the surgeon placed, the first load on the tissue and pressed the green button in preparation for firing, the handle had become floppy and could not be fired. No patient adverse events were reported. Current patient status is alive with no injury.